Event description:
It was reported that the battery depleted in this pump and it was explanted. During surgery, the catheter had poor cerebral spinal fluid (csf) flow. An occlusion was reported, although, it was unknown where in the catheter. No symptoms were reported and there was no patient injury. The catheter and pump were replaced. This device system delivered lioresal.

Event description:
It was also reported that during the device implant, the surgeon trimmed the pump connector off, then it was noted the surgeon had limited supplies of catheters. Troubleshooting was performed and it was discussed that the pump connector that was cut off may be able to be used and another catheter segment could be connected using a pin. Additional information received reported the drug in the pump was gablofen. The cause of the event was noted to be due to the catheter was cut at the proximal end due to poor flow and the need for a new connector (as previously reported). It was noted that when the surgeon cut the proximal end of the catheter, they did not have the correct connector on hand. The surgeon therefore ended up replacing the catheter due to poor flow of the existing catheter (as previously reported).

Manufacturer narrative:
Product ID: 8703w lot# serial# (B)(4), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found it passed all non-destructive testing. No anomaly was found. Analysis of the catheter noted it was returned in three segments. There were sutures observed directly on the catheter body at both ends of the pin connector of segment 3. It was noted that the catheter body/catheter was incorrectly assembled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.